Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low and unstable impedance on the atrial lead in both unipolar and bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.